Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with a history of a bilateral procedure, but it is unknown if the recent procedure was also bilateral. There are no additional details regarding the inguinal nerve that was cut, the testicle that was removed or the mesh that was removed and if those were bilateral either. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that he underwent an inguinal hernia repair on (B)(6) 2017 and an unknown mesh was used. He experienced pain immediately after his procedure. On (B)(6) 2018 his inguinal nerve was cut. In (B)(6) 2018, the patient had a testicle removed. The mesh was removed about a year and a half after his procedure in (B)(6) 2018. Part of the inguinal nerve is entwined with the scar tissue from the mesh removal and cannot be repaired. Patient stated that he is in constant pain. Patient stated that he has issues with both sides of this stomach but has been told that there is nothing wrong. No additional information has been provided at this time.